Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers would not close and was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were unable to be closed. The field service engineer replaced the main half-height cubie drawer 4-1 row board cable and reseated the 4-2 row board cable. The system was tested and released to the customer. A hardware test was performed using the application software. The system functioned as intended after the field service engineer repaired the device.